Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A manufacturer representative went to the site to test the equipment. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that as the site was verifying instruments the screen blanked to where they could only see the navigate buttons at the top. Site restarted and it showed the medtronic blue screen but then went black. The computer fan seemed to want to start but never could. There was no patient present when this issue was identified.